Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. The pump casing was opened and a cracked display screen was found. A clear and legible display was restored when the damaged screen was replaced with a test screen. Due to the damaged screen, the reported dim display issue cannot be fully investigated and no conclusion can be drawn. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue, the text on the screen was allegedly dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).